Event description:
It was reported that during the pre-use check, leakage of air from the product was observed. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
Other, other text: the returned samples were visually inspected; they appeared damaged due to embedded resin in the circuit. The returned sample inflated and successfully passed the bag test, however, the circuits does not pass. Leakage as failure mode was confirmed. Through an internal CAPA, the principal cause was determined to be screw and barrel wear on flights, a condition that directly affects to the internal plastination process. This issue was escalated to an internal CAPA and occurrence is being monitored via trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken.no lot number was provided to perform device history record review.